Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Two sensor were returned for evaluation however it could not be determined if this is the device at fault. A visual inspection was performed on sensor (serial #(B)(4)/ lot #5215252) and found that the wire is not missing from the sensor and housing puck. The customer's complaint of a broken sensor wire was not confirmed due to the unused sensor being returned in an unopened package. A root cause could not be determined. A visual inspection was performed on sensor (serial #(B)(4)/ lot #5215252) and found that the wire is missing from the sensor pod and housing puck. The customer's complaint of a missing/detached sensor wire was confirmed. A root cause could not be determined.